Event description:
We are working in a place where beds are cleaned for hospitals. They are special. Use a sand. What they do they bring the beds of different hospitals. They change the savannah but they don't decontaminate it and the manager and the team lead know it and the employees do it all the time to look good with the hospitals and with the company's numbers.